Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. The patient then went to the clinic and the right ventricular (rv) lead was repositioned for an unknown indication. The physician believed that the patient resumed normal activities too soon after initial implant. Patient condition was stable before, during, and after the revision. Patient was discharged home.

Event description:
New information received notes the right ventricular (rv) lead was repositioned as the lead has intermittent capture and high capture threshold. Further examination revealed rv lead dislodgement. The rv lead was repositioned on 3 apr 2023. The patient was in stable condition.